Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in the operating room for a generator change-out, externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced during the procedure on (B)(6) 2016.